Event description:
It was reported that the pump was flipping for about a month and the pump needed to be explanted because the patient¿s insurance would not pay for the medication. They were titrating the medication down and reportedly there was very little medication in the pump. The patient planned to return to the healthcare provider (hcp) office to turn the alarm off on monday (because the pump would likely alarm over the weekend.) The pump system was being used to infuse morphine and clonidine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n0053063, implanted: (B)(6) 2007, product type: accessory; product ID 8 709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).